Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g1-2, g3, g7, h1, h2, h6, h10 visual examination of the returned products identified the depth gauge hook is fractured. The hook exhibits wear & tear that indicates repeated use during a potential field age greater than 9 years. The targeting device has one of two posts is fractured and missing. Wear & tear is seen that indicates repeated use during a potential field age greater than 8 years. Device history record was reviewed and no discrepancies were found. The reported even is confirmed as product was returned. The root cause of the reported issue is attributed to use error. The instruments were dropped. IFU states "failure to follow these instructions could result in instrument or provisional breakage and potential adverse effects on user(s) or patient". If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instruments fractured. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2023 -01836. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : product not returned.